Event description:
It was reported that the device had sustained physical damage and now had a service indicator. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): upon inspecting the device, a physio-control field service rep (fsr) observed that in addition to physical damage to the casing, the therapy connector was loose. The fse recommended repairing the therapy connector; however, the biomed at the customer's facility declined service by physio-control and confirmed that they will be performing the repairs themselves. The device will not be returned to physio-control for eval. Further root cause of the reported failure cannot be determined.